Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In an automated industry report for triathlon total knee by the australian orthopaedic association national joint replacement registry, the following is reported for triathlon primary tka's in table 12: revision diagnosis of primary total knee replacement (all diagnoses, follow-up limited to 3.7 years): one revision for unspecified loosening.